Manufacturer narrative:
The referenced previously reported high urgent transplant listing due to a potential driveline issue was reported under medwatch MFR report # 2916596-2018-02490. Approximate age of device ¿ 3 years and 12 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was previously reported that the patient was listed for high urgent transplant due to a potential driveline issue. Subsequently, the patient received a heart transplant on (B)(6) 2018. The pump will be returned for further investigation. No additional information was provided.

Manufacturer narrative:
A potentially compromised driveline can be confirmed through this evaluation. Additionally, evaluation of the device found a deposition in the lumen of the knitted graft. Visual inspection revealed some breakdown of the braided shield approximately 2.5¿ from the pump housing. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange and black wires approximately 2.5" from the pump housing, as well as the green wire approximately 3¿ from the pump housing and the yellow wire approximately 5¿ from the pump housing. The conductors of the wires were exposed. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to pump stoppage events. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to pump stoppage events while operating on any power source. The insulation breach in the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Incidental finding: examination of the pump blood-contacting surfaces found a loose, white deposition in the lumen of the knitted graft. The deposition was not adhered to the lumen of the knitted graft. It could not be determined through this evaluation if the deposition was present during support. A duration of time for which the deposition was present could not be determined. The origin of the deposition could not be conclusively determined. Samples of the deposition were sent to an outside lab for histology. The samples were determined to consist of a loose mat of variably sized and shaped fungal elements. These fungi were most consistent with an oomycyte, of which pythium insidiosum is the most common one causing infections in humans. These types of species are often found in wet areas, and exposure to humans may sometimes be via contact lenses. There was no evidence of any host cell or fluid response, such as white blood cells or fibrin. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. The hmii lvas IFU lists device thrombosis and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.